Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 400cc mentor smooth round moderate plus profile saline catalog: 3502400, lot: 7285578, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 400cc mentor smooth round moderate plus profile saline breast prostheses, experienced left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 4/30/2019, mentor became aware that the correct suspect medical device was a 420cc mentor smooth round high profile saline catalog: 3503420 lot: 7523056. This device was returned to mentor on 3/27/2019, but it was not confirmed until 4/30/2019, that it was the correct suspect medical device. On 5/3/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/13/2019, mentor became aware that the replacement device was a 400cc mentor smooth round moderate plus profile saline catalog: 3502400 lot: 7660027 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On xxxxx, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).